Event description:
The customer stated the device failed the operational check for the shock malfunction. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.